Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was bleeding 2-4 hours after the laparoscopic roux en y gastric bypass procedure due to inadequate seal. There was no re-grasp alert, but there was an end tone and evidence of energy delivery. The surgeon brought the patient back to the operating room to find the bleeding. It was located and stopped, however, the patient had to be given almost 8 liters of blood. During the reoperation, the bleeding was located at the small bowel mesentery artery. Used small clips and sealing device to control the bleeding. The patient also developed renal failure-perfusion and shocked liver - perfusion. The patient was noted to be taking coumadin but had stopped taking it 7 days prior to surgery. There was an extended hospitalization for 5 days and counting, but the patient is currently on stable condition.